Event description:
It was reported the patient had a loss of therapeutic effect and for a bit longer than a month their implantable neurostimulator (ins) ¿doesn¿t work.¿ it was stated the patient could ¿hardly feel it at all¿ and they felt stimulation when they used their programmer to increase stimulation but as soon as they took their finger off the programmer they would stop feeling it. It was noted the patient¿s symptoms were not improving and the patient stated they were implanted for urinary retention. It was noted the patient left the hospital with a catheter because they couldn't pee in public and that included the hospital. The patient said they removed it the next day at 7 am, and they did not urinate until 1 or 1:30 and they stated "it was like I was good as new." Reportedly, the next 4 times the patient could get 12-16 oz and "from that time on, I was 6-7 (oz) then down back to 2-3 oz each time.¿ it was noted at the time of report the patient didn¿t feel stimulation at all and was back to where they were before the implant. The patient stated their symptoms were not improving and they had tried all the programs at different settings and the one that worked the best was program 4 at 8.4 volts and that is where they kept it. The patient stated they still felt stimulation and asked if the battery could have gone dead within 11 months.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04m45, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).